Event description:
Reportedly a psych. Pt was found to be using a wire in attempt to self administer drug by tampering with the pca pump mechanism. The pt was using the pca pump for pain relief. No medical intervention was required or pt adverse event.